Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was able to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. A clinical review of the reported event will be performed.

Event description:
The customer contacted stryker to report that their device had stopped during resuscitation. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. The patient associated with the reported event did not survive.

Manufacturer narrative:
Corrected data: section h1, type of reportable event of the initial medwatch report indicates: malfunction; section h1, type of reportable event initial medwatch report should indicate: death. Section h6, results code grid of the initial medwatch report indicates: operational problem identified, 114; section h6, results code grid of the initial medwatch report should indicate: no device problem found, 213. Section h11, additional mfg narrative of the initial medwatch report indicates: "stryker evaluated the customer's device and was able to duplicate the reported issue." Section h11, additional mfg narrative of the initial medwatch report should indicate: "stryker evaluated the customer's device and was unable to duplicate the reported issue.". Additional manufacturer narrative: the device was received by stryker with new batteries. However, the stryker service representative confirmed that an old battery was the cause of the reported issue. The stryker service representative also observed that one of the charging pins inside of the power inlet was pushed in. After replacing the power inlet to resolve this issue, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Stryker performed a clinical review regarding the reported issue. No conclusion regarding patient outcome can be drawn as the information regarding interruption time of CPR is missing.

Event description:
The customer contacted stryker to report that their device had stopped during resuscitation. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. The patient associated with the reported event did not survive.